Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported being in pain after physical therapy. Patient contacted health care professional (hcp). Thresholds were higher than expected at interrogation. Reprogramming was performed. Additional information was received reporting that the right ventricular lead was surgically abandoned as result of exhibiting high pacing thresholds. This lead was replaced. No additional adverse patient effects were reported.